Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection of the device identified a damaged downstream occlusion seal (dso), and a damaged battery compartment. A functional check was performed using the occlusion tester. The customer problem was confirmed and the dso seal, and the battery compartment will be replaced to solve the problem.

Event description:
It was reported that the device had a broken battery compartment. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal (dso).